Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete. (B)(4).

Event description:
The customer reported the device is failing the co2 leak test. There was no report of patient involvement.